Event description:
The facilty's technician reported an infusion pump with an 500 failure code. The technician stated they have no record of any patient incident involving the pump since the last baxter service event. The device failure occurred during patient use. The pump was changed during medical intervention. No medication was being infused, bag or syringe being used at the time of the failure. The volume infused or infusion rate was not provided. Additional contact information was requested but not provided.